Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation the catheter was heavily blocked with coagulated material. After removing the blockage water started pouring near the catheter handle. A very strong kink of the tube was discovered at 110 cm from tip of the catheter right at the handle, indicating high stress on the tube from the user resulting in the tube kink. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent thrombectomy & atherectomy procedure using aspirex device. It was reported that during a recanalization procedure in the venous thrombectomy via popliteal vein, the catheter allegedly had no suction, and no material was allegedly acquired. It was further reported that there is allegedly flow of liquid near the conjugation of the head with the catheter. There was no reported patient injury.